Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was an issue with the pump losing prime. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 02/04/2015 correction: the reporter contacted customer support again and in the process of troubleshooting, identified the cartridge as the issue with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #2 04/17/2015. Device evaluation: the pump has been returned to animas and evaluated on (B)(4) 2015 with the following findings: no alarms related to loss of prime observed in the pump¿s black box. The complaint date was overwritten in the black box due to continued use of the pump. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration was within specifications. The force sensor pins were seated and the solder connections were intact. There was no evidence of cracked force sensor traces. Unrelated to the initial allegation, the display screen was dim and discolored. The bolus button cover was torn but still responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.